Event description:
It was reported an issue with novosyn suture. The client reported that the suture detached upon opening. Additional information has been requested.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.